Event description:
Account alleged that the bed had a hi/low drift issue.

Manufacturer narrative:
Technician found brake slippage causing drift and cleaned the brake assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.